Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation catalog numbers and lot codes of other devices listed in this report: 5517f702 triathlon p/a cr beaded #7r lot cpx2s; 5536b700 tritanium bplate triathlon s7 lot ctd34017; 5552-l-401 tritanium patella-asymmetric lot em58; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Review of medical records received for related pi indicates on (B)(6) 2020 a stage 1 surgery with removal of all stryker parts due to infection. Eventually patient was re-implanted with a competitor's product.

Manufacturer narrative:
Reported event: an event regarding infection involving an unknown triathlon insert was reported. The event was confirmed via clinician review of the provided medical records.. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the medical records by clinical consultant indicated " it is confirmed that the patient had a stryker triathlon knee implanted and that at an early post-operative time frame he developed a prosthetic joint infection. It is further confirmed that he subsequently underwent multiple surgeries including an I&d with liner exchange and subsequently a two stage revision and multiple courses of antibiotics. The root cause of this issue can not be established. Infection is a relatively rare but well known risk of joint replacement surgery." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the medical records by clinical consultant indicated " it is confirmed that the patient had a stryker triathlon knee implanted and that at an early post-operative time frame he developed a prosthetic joint infection. It is further confirmed that he subsequently underwent multiple surgeries including an I&d with liner exchange and subsequently a two stage revision and multiple courses of antibiotics. The root cause of this issue can not be established. Infection is a relatively rare but well known risk of joint replacement surgery." A microbiological assessment was completed which concluded: due to the nature of the organisms isolated ¿ susceptible to various modes of sterilisation - and the sterilisation methodology employed by stryker, it is not probable that staphylococcus epidermidis could have originated from the implants. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Review of medical records received for related pi indicates (B)(6) 2020 a stage 1 surgery with removal of all stryker parts due to infection. Eventually patient was re-implanted with a competitor's product.